Event description:
New information received states that programming changes were made. The patient condition was fine.

Event description:
It was reported that post paced t wave oversensing was observed via a merlin transmission. The patient was reported to be asymptomatic. Programming changes were recommended.